Event description:
Fire personnel responded to a call for a choking person. Upon arrival found 42 yr old female patient unconscious experiencing agonal breathing with bystander trying to performing heimlich maneuver on patient. Personnel performed 2 minutes of CPR, opened AED cover. Pads were then opened and applied to pt. Even after pads were applied the voice prompt kept repeating "tear open package and remove pads". The pad connection to the AED was checked and reseated a couple of times with no change. Shortly after ems personnel arrived and their equipment was then used. Patient's outcome is unk at this time.

Manufacturer narrative:
AED, battery and pads have been sent in for failure investigation and analysis. A follow-up report will be submitted once investigation is complete.